Event description:
The pt experienced back pain and increased tone/spasticity. The pump was replaced due to an unspecified malfunction "secondary to non-accidental trauma - baclofen pump infusion therapy ended". The pt recovered without sequela. Additional info has been requested. A follow-up report will be sent if additional info becomes available.